Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. Blood glucose was in the 400's (mg/dl). A new cartridge was successfully loaded to address the event and insulin delivery was resumed.